Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the paramedics were called due to his high blood glucose levels. Customer stated that the insulin pump alarmed low predict. Customer was treated by emergency medical technicians (emt), but customer was not hospitalized. Customer's blood glucose levels ranged from 41 to 386 mg/dl. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.